Event description:
It was reported that the patient¿s battery was not holding a charge. Follow-up determined that the healthcare provider (hcp) had not seen the patient since early 2013. No additional follow-up was required as the patient had not been seen by his hcp. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 387445, lot# va01e62, implanted: (B)(6) 2012, product type: screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's first device failed; then patient stated it broke. Upon clarification, patient stated the ins wasn't holding a charge since implant; the ins had taken an impact to the back. No further complications were reported.